Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that he was unable to communicate with a pt's vns therapy pulse generator due to a malfunctioning programming wand. Troubleshooting was unsuccessful in resolving the issue. Wand was subsequently returned to MFR for product analysis. During analysis the reported issue, communication difficulties, was confirmed. The wand serial cable. Which produced communication errors, had open and intermittent conductors. After the serial cable was substituted, successful functional test results verified consistent communication of the wand.